Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
Rxsight became aware of a patient who had a light adjustable lens (lal) implanted; however, a haptic was disinserted during the implant surgery and the doctor was unable to remove the lens at the time. Two days later, a second surgery was completed to remove the initial lal and replace it with another lal.